Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Device evaluation: the console and foot pedal were tested using a rotalink 1.75mm burr. The foot pedal functioned properly. The console was stuck in dynaglide mode, there was no rotational speed display, and would stall occasionally due to a massive gas/air leak at the turbine pressure switch. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. Root cause has been determined to be wear and tear due to the age of the unit. (B)(4).

Event description:
It was reported that during a demo session the speed did not display on the console. The foot pedal was pressed and the burr rotated a few times and stopped, but the lcd indicator lights did not show the count and speed. However, when the burr stopped the lcd stall indicator light came on. There was no patient involvement.

Event description:
It was reported that during a demo session the speed did not display on the console. The foot pedal was pressed and the burr rotated a few times and stopped, but the lcd indicator lights did not show the count and speed. However, when the burr stopped the lcd stall indicator light came on. There was no patient involvement.